Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, clarified information was provided. It was reported that the patient was brought to the hospital via ambulance. The patient was treated with humalog insulin. The patient was hospitalized from (B)(6) 2025 to (B)(6) 2025. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2025, the patient experienced a severe hyperglycemic episode. No symptoms were reported at the time. There was no cgm reading available, but a bg meter reading indicated a level of 500 mg/dl. The patient was transported to the hospital for evaluation and care. As of the time of this report (same day), the patient remains hospitalized but is reported to be doing better. There is no documentation available regarding the specific treatment provided during the hospital visit. Dexcom technical support made multiple attempts to follow up with the patient to gather additional details and clarification regarding the incident. However, they were unable to establish contact. No data was provided for evaluation. The allegation and probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.